Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after a missed meal announcement while using the ilet, with a fingerstick of 235 mg/dl and no symptoms, and a later follow-up fingerstick of 158 mg/dl; the issue was associated with user interaction of the device¿s interface and procedure rather than a device malfunction. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included a missed insulin dose due to a missed meal entry. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the medical device problem was linked to an incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.